Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Total daily doses were determined to add up correctly and reflect the programmed basal rate target. The review of the history user setting showed that the ¿max daily delivery¿ was set to 175.0 units of insulin and ¿max 2-hour delivery¿ was set to 100.0 units. During testing, the ¿max daily delivery¿ was set to a maximum of 600 units and ¿max 2-hour delivery¿ was set to a maximum of 100 units successfully. Additional testing determined that the pump was performing within specifications as the pump reflected 24 units after a 24 hours testing was completed with the following basal settings: 1 units/hour for 24 hour duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient was not able to get daily max limits to go over 100 in advanced settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regard to the history or the settings may result in over or under delivery.